Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the boom frame is bent and that the bar the sling attaches to is bent.